Event description:
On 14th may 2026, it was reported by an arthrex employee via email that for an ar-9831, apollorf i90, aspirating ablator, 90°, the surgeon used the device at a setting of 6:1, reduced from the initial setting at the start of the procedure. The surgeon noted that the output felt stronger compared to normal. The surgeon observed early discoloration of the electrode and replaced it with a new one. Afterwards, the surgeon experienced no issues during use. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No detailed information about the type of the surgery. No significant surgery delay reported. Nothing remains in the patient. No additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.